Manufacturer narrative:
(B)(4).

Event description:
The patient experienced pain in her side, it felt like the ins was being "ripped out of my side". She went to the emergency room and was told that either the leads were "broken" or the lead was disconnected from the ins. There was no known accident or incident related to this complaint. She was at home in fair condition. Additional information has been requested.